Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected empty reservoir alarm or excessive no delivery error alarm noted. However, the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they hospitalized. The customer's spouse reported that the ambulance came for the high blood glucose. The customer's spouse reported that they were receiving no delivery alarms. The customer's blood glucose was 364 mg/dl at the time of the incident. The customer's spouse stated that they treated the high blood glucose with manual injections their selves. The customer's spouse stated that they did troubleshoot but the no delivery alarm was not resolved. The insulin pump will be returned for analysis.